Event description:
I underwent a cardiac catheterization in (B)(6) at which time the mynx vascular closure device was used. Complications arose at the incision site shortly after my discharge from the hosp. I eventually ended up in the ER with pain and a huge swelling and needed surgery to clean out the infection, remove the mynx and possibly have an arterial bypass if the artery was damaged. Fortunately, the artery was intact and did not need repair. I have the operative and discharge summary which explains the severity of my condition. My surgeon informed me that because of what happened to me, the doctors involved in my case had a meeting and decided that the mynx was not to be used again in that hosp. I have not as yet recovered and do not expect to fully recover ever. I was told the constant swelling of my whole leg and pain associated with this cannot be cured. I have to elevate my leg to minimize symptoms and wear compression stocking. The rest of my symptoms are occasional stabbing pain, constant dull pain, electricity-like zappings through my leg, numbness and tingling sensations. I endure these pains and discomforts all day and all night, and my life is now limited and I can't do most activities that I once enjoyed. I had another catheterization in the same exact hosp, (B)(6) on (B)(6) of 2008, and the mynx was used then as well. I had complications then also and ended up in the ER with pain and swelling the size of an egg. I was lucky then, and was sent home upon an exam, and was told that it is common to have such complications with catheterizations. I wish that I was informed by the hosp that these comps are not common cath comps, but instead it was a comp created by the mynx closure device. If I had been informed properly, I would not have wished to have another mynx placed in me again and therefore not have this misfortune happen to me. I visited my surgeon for the next year and a half until she said that there is nothing more that she can do for me, and that some of the symptoms may improve in time, but not the swelling which will be there forever. Dr (B)(6) was wonderful and I owe everything I know about this misfortune to her. She was honest and informative. I later consulted with a neurologist in order to evaluate my condition and had the exact same diagnosis.